Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the surgeon side console (ssc) touchpad. The system was verified and ready for use. The unit was analyzed and system logs confirmed that errors 307 and 40067 occurred in the field. The unit was then installed onto a testing system. Upon system power up error 40067 was triggered. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure that one of the surgeon side consoles (ssc) powered on with a non-recoverable error. The customer did not make note of the error code. The ssc touchpad turned black as well. The system logs showed that non-recoverable error 307 occurred against the touchpad. The customer performed multiple reboots of the system, with no success. The customer elected to disconnect the ssc and proceed with case setup using 1 ssc. The ports were not in place when the issue occurred.